Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has experienced an "aura a couple of times". Patient was not feeling well and checked pulse, but "it took a long time to come on". Prior to device implant, an aura would have resulted in patient "passing out". Patient also reported there have been "four little" atrial fibrillation episodes. Patient later reported feeling "tired for the last five months because pacemaker was set at 60." Patient also reported having had "four strokes" and could not find a facility to perform magnetic resonance imaging. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient reported still feeling syncopal and tired. The device remains in use. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has experienced an "aura a couple of times". Patient was not feeling well and checked pulse, but "it took a long time to come on". Prior to device implant, an aura would have resulted in patient "passing out". Patient also reported there have been "four little" atrial fibrillation episodes. Patient later reported feeling "tired for the last five months because pacemaker was set at 60." Patient also reported having had "four strokes" and could not find a facility to perform magnetic resonance imaging. It was further reported by the patient that over the past few months patient has "nearly passed out three times and felt heart racing" and has been very tired. Patient had device checked and adjustments were made; however, when patient was in car after the clinic visit, neck was "beating hard" and face was red. Patient returned to clinic and device was programmed to previous parameters.